Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: when tested as instructed all units clearly flash a green light, however when applied to patient the driver slowed and stopped. I tested this phenomenon with each of the drivers on multiple bone blocks and bones and found the situation accurate. Manual placement was successful. The patient's current condition is unknown at this time.

Event description:
Issue reported: when tested as instructed all units clearly flash a green light, however when applied to patient the driver slowed and stopped. I tested this phenomenon with each of the drivers on multiple bone blocks and bones and found the situation accurate. Manual placement was successful. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 ((B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable with a blinking red light displaying. Ez-io driver 9058 ((B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable with a blinking red light displaying. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 4.16 seconds. No further insertion testing was attempted. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 18.24 dc volts without being activated. Battery voltage measured as 9.65 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., other remarks: 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 17,017 ,120 and the cycle count was 286. The charge count of 17,017,120 supports a completely depleted battery as the depleted charge count has been exceeded. The cycle count of 286 (trigger activations) is also significant and substantiates the depleted battery disposition. Testing confirms the unit failure is related to battery depletion. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical issues. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2011 and is approximately 6 years old. The complaint has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2011 and is approximately 6 years old. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Issue reported: when tested as instructed all units clearly flash a green light, however when applied to patient the driver slowed and stopped. I tested this phenomenon with each of the drivers on multiple bone blocks and bones and found the situation accurate. Manual placement was successful. The patient's current condition is unknown at this time.